Event description:
Pt reported that their blood glucose was 21.7 mmol/l. No error messages were generated by the device. Pt swithced to back-up device, the blood glucose came down (blood glucose was 4.5 mmol/l this morning). Note: pt also changed to a new vial of insulin. Pt feels device is not giving enough insulin. No treatment was received as a result of this incident.